Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, xerostomia, inadequate bone quality/quantity, pain. Limited bucco-lingual thickness. Lack of original quantity of bone bucco-lingually.